Manufacturer narrative:
Follow-up #1 date of submission 08/17/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/20/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed 14 warnings with code 165 for exceeding the maximum total daily dose limit. Following the warnings, the pump was rebooted, and delivery resumed. The total daily dose values added up to accurately reflect the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering within the required range. The pump was exercised for 24 hours with no duplicated errors, alarms, or warnings, and no delivery interruptions. A 10 unit normal bolus and audio bolus was programmed and delivered properly. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked in two places, and the returned battery cap threads were stripped. A test battery cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 350 mg/dl with nausea and confusion while using an alternate form of insulin delivery. The patient reportedly self-treated the blood glucose excursion using insulin via injection. Customer technical support reviewed the pump with the reporter and found that the pump had emitted a warning that the user had exceeded the total daily dose, which was possibly due to a duplicate entry for the same date. The user switched to the alternate form of delivery due to this warning. The user has since resumed delivery with the same pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.